Manufacturer narrative:
Block b3: date approximate. Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that the patient had not used her spinal cord stimulation (scs) system for the past two years. The patient had pain in her left leg that had worsened over time. Previously the scs was able to cover the pain. The physician recommended that the stimulation be tried again to cover the pain. The patient insisted that she wanted the stimulator system explanted, citing the possibility of wanting an magnetic resonance imaging (MRI) in the future. The patient underwent a procedure in which the entire system was explanted. The patient is recovering without issue. The explanted devices will not be returned as they were retained at the medical facility.

Manufacturer narrative:
Block b3: date approximate additional suspect medical device component involved in the event: brand name: infinion cx upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5035187 and 5030606.

Event description:
It was reported that the patient had not used her spinal cord stimulation (scs) system for the past two years. The patient had pain in her left leg that had worsened over time. Previously the scs was able to cover the pain. The physician recommended that the stimulation be tried again to cover the pain. The patient insisted that she wanted the stimulator system explanted, citing the possibility of wanting an magnetic resonance imaging (MRI) in the future. The patient underwent a procedure in which the entire system was explanted. The patient is recovering without issue. The explanted devices will not be returned as they were retained at the medical facility.